Manufacturer narrative:
Additional information: h2, h10 (investigation results) correction: g1, g4, h3, h6 (method, results, conclusion), h11 ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 11/27/2013 to the present date 11/10/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.